Manufacturer narrative:
Concomitant medical products: lead, 695758, implanted: unknown; 4266, lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and noise. It was also reported that a previously capped right atrial (ra) lead had pulled back from the atrium toward the superior vena cava (svc). The rv lead and ra lead were explanted and replaced. No patient complications have been reported as a result of this event.